Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in the iliac artery. After a guidewire was crossed the lesion, a 10.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, when the balloon was inflated at rated pressure, the contrast agent was found to leak. The device was removed and a pinhole was noticed on the balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: mustang device - 10x8x135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in the iliac artery. After a guidewire was crossed the lesion, a 10.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, when the balloon was inflated at rated pressure, the contrast agent was found to leak. The device was removed and a pinhole was noticed on the balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.